Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04273 and 06216).

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2002. Legal counsel for patient further reports patient allegations of pain, inflammation, elevated metal ion levels, and difficulty sitting, standing, and moving up and down stairs. No revision has been alleged at this time. This report is based on patient allegations and the allegations are currently unknown and unverified.

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2002. Legal counsel for patient further reports patient allegations of pain, inflammation, elevated metal ion levels, and difficulty sitting, standing, and moving up and down stairs. No revision has been alleged at this time. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; manufacture date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6), 2002. Legal counsel for patient further reports patient allegations of pain, inflammation, elevated metal ion levels, and difficulty sitting, standing, and moving up and down stairs. No revision has been alleged at this time. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the april 3, 2014 left hip revision operative report noted the presence of scar tissue. The modular head and acetabular cup were removed and replaced a competitor's cup and a biomet head.